Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a return of symptoms and has been waking up in the middle of the night again. Prior to calling, they increased gradually on program 4 from 0.9v to 1.3v; they felt stimulation in the right butt cheek. During the call, the patient had access to their patient programmer (pp) so they (synced) to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so elected to try program 3 because stimulation was felt in the pelvic floor; they set it to 0.6v. Caller added that their ins is placed on their tailbone and they "fell" on their couch on a bar right on their ins and they felt pain. The fall and return of symptoms occurred "maybe a week or so" ago, but it has gotten much worse in the last few days. As a result of what was reported, they were redirected to their healthcare provider (hcp) to discuss symptoms. No further patient complications have been reported as a result of this event.